Event description:
The customer called and reported she experiencing high blood glucose of 30 mmol/l and ketones. Customer did not believe the insulin pump was working anymore as customer was treating with bolus, which was bringing blood glucose down, but basal rates did not seem to be keeping blood glucose down. Troubleshooting was performed. Customer had received no delivery alarms since high blood glucose began. The customer could not complete the high pressure test and declined to check for other issues. Customer was advised to change entire set, reservoir, and insulin. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.